Manufacturer narrative:
Concomitant medical products: serial number: (B)(4); batch/lot number: 5108579; model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.